Manufacturer narrative:
Analysis was performed on the returned device. The reported failure to fire the clip could not be confirmed as the returned device condition indicated the clip was deployed. The reported difficulty removing the device could not be replicated in a testing environment. A review of the lot history record identified no manufacturing non-conformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that the starclose instructions for use states: do not deploy the clip in areas of calcified plaque. It is unknown if the patient calcification contributed to the reported difficulties deploying the clip or removing the device. A conclusive cause for the reported difficulties could not be determined based on the returned device condition. Factors that contribute failure to fire the clip and difficulty removing the device include, but not limited to, vessel locator not placed against the surface of vessel; device angle changed prior to thumb advancer stroke completion. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted using a starclose se device with a 5f sheath after a diagnostic left heart catheterization. Reportedly, the starclose device was difficult to remove. The safety release mechanism was used and the device was removed. The clip did not achieve hemostasis. Manual compression was applied to achieve hemostasis. A post procedure x-ray was performed and the clip was not in the patient anatomy [deployment issue]. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.